Event description:
It was reported that during the implant procedure after several times lead repositioning operations were performed, because many turns were needed to retract the leads helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Evaluation summary: (B) (4). Upon inspection, it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.